Event description:
It was reported that a patient underwent a CABG procedure on 18-jun-2024 and suture was used. When the new cardiothoracic surgeon is doing CABG, suture snapped during distal anastomosis. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/22/2024. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One needle suture in two sections, a paper lid, and one empty winding former were received for analysis. Product code 8702h. This product code is double-armed. During the visual inspection of the suture pieces, residual glue was found on the surface of the suture, and damage (crushed) was noted. Besides that, it was noted that the ends of the suture were cut, possibly caused by a surgical instrument, and elongation was observed in one of the suture pieces. Additionally, a photo was provided and it showed a labeled winding former inside a plastic bag. The functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.